Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, that a 22mm amplatzer cardiac plug was selected for implant. During the procedure, it was found that the device was deformed during deployment. The device was never released from the delivery cable and the procedure was abandoned. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 22 mm amplatzer cardiac plug is a 10f.